Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the item was discarded due to contamination. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
Information received via complaint form is indicated as follows: inserted and inflated rectal tube twice. Both times the saline slowly leaked out of the inflation port over 1 hour. Upon aspirating the balloon port, complainant was able to continuously aspirate air.